Event description:
Pharmacy technician was preparing an IV product and discovered that the 100 ml bag of normal saline was leaking. Lot number p350439, exp dec 2017 ref (B)(4). Holes are often occurring when the bags pressed together in the package are pulled apart to separate them. This facility has had multiple similar problems with this product. The manufacturer has been contacted and product has been returned. Manufacturer response for baxter 100ml IV solution bag, IV bag (per site reporter): they contacted our hospital.